Event description:
It was reported that the patient with this implantable pacemaker had a heart rate of 54 beats per minute (bpm) on a blood pressure monitor, despite believing the device was set at 60 bpm. The patient also experienced fatigued last week, and documented blood pressure readings ranging from 173 over 123 mmhg (millimeters of mercury) to 98 over 70 mmhg and did not contact a clinician. The patient would like to know if the device was functioning properly. It was explained to the patient how heart rate measured by the device may differ from readings obtained by a blood pressure monitor. The patient was advised to contact clinic regarding the symptoms. At this time, this pacemaker remains in service. No adverse patient effects were reported.